Event description:
It was reported that approx 2 years following laparoscopic sagb insertion, the pt began having abdominal pain, vomiting, and gastroesophageal reflux. The pt was admitted to the hospital for diagnosis of band slippage. The band was revised in 2007, and an upper gi series was completed the following day, which confirmed position of the band. The total hospital stay was 4 days. The event status at pt discharge was considered "resolved with sequelae of abdominal pain.

Manufacturer narrative:
Date sent: 2/20/2008. Info is unavailable; device was not returned for evaluation.